Manufacturer narrative:
One device was received for investigation. During the visual inspection and functional tests, the complaint was confirmed, and the downstream occlusion (dso) seal was replaced. The device passed all functional tests after repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was damaged to the downstream occlusion sensor. This occurred during testing. However, the investigation found that the downstream occlusion seal was damaged and needing to be replaced.